Event description:
It was reported to boston scientific corp that a solyx sis system was used during a sling placement procedure performed in 2009. According to the complainant, seven days post procedure, the pt was presented with mesh exposed at the vaginal incision. It was noted the anchors were still in place. The physician trimmed the exposed mesh and closed the incision. The pt was prescribed estrace estrogen vaginal cream. The pt continues to leak urine and is awaiting additional surgery. Pt's record states that she will be seen in two weeks.

Manufacturer narrative:
The complainant indicated that the device remains implanted in the pt; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information from that review, a supplemental medwatch will be filed. At this time, we are unable to determine the relationship between the device, and the cause of the event.